Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique and patient retraining was completed after being diagnosed with peritonitis. The breach in aseptic technique was not further described. The event was manifested by weakness. He patient remained hospitalized and has recovered from peritonitis and was stable. The catheter was removed due to peritonitis on an unknown date and the patient was switched to hemodialysis (twice a week). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient has recovered from weakness. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with ceftazidime (1gm, intraperitoneal) and vancomycin (1gm, intraperitoneal) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.